Event description:
Surgeon reported, the patient originally presented with a flipped port and the port was changed. The port removed for infection was a second port. [Doctor] felt there might have been infection at the time of that port change and a culture was done and revealed a staphylococcus aureus infection. Allergan's investigation is continuing. The access port is not available for return for evaluation.

Manufacturer narrative:
(B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the exact explant date. The information has not yet been received by allergan. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. See related medwatch #2024601-2010-00210. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of infection as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, fever, abnormal healing and wound infection."